Event description:
Additional information was received. It was reported that the inaccuracy was 3-4 millimeters (mm). There was no impact on the patient.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a0908 - inaccurate a23 - registration issues a1, a2, a4 patient information unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that they tried to register using CT to fluoro, it was hard and took long time. They placed 2 screws in t12 and moved to t11 then the surgeon said it was not accurate. They tried to register again but no improvement, they moved to scan and plan and still not accurate. The three dimensional (3d) marker found at low accuracy. They freehanded the procedure. There was a 20 minute delay. Impact on patient outcome unknown.